Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the check button on the infusion device works intermittently and the protective rubber is defective. The infusion device was requested for evaluation. No physiological effects were reported.